Event description:
It was reported that they received an error code 3 as sson as the handpiece was plugged in. The unknown case was completed with the rep's handpiece. No patient consequence was reported. The type of case was unknown by the caller.

Manufacturer narrative:
Evaluation summary: the reported event has been confirmed. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.